Event description:
The doctor reported the implant was removed due to osseointegration failure 21 months after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was moderate. During the surgery, bone resorption was observed. The patient has recovered.